Event description:
Clincial trial. It was reported that 120 days following a coronary artery drug eluting stenting procedure, the patient experienced an acute mi (myocardial infarction) and stent thrombosis. The initial procedure treated a 100% occluded, 3.0x24mm lesion of the mid lad (left anterior descending) with direct stenting using a 3.0x32mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient presented 120 days following the index procedure with chest pain and ECG changes consistent with recurrent anterior wall mi. Cardiac catheterization revealed a 100% in-stent thrombosis of the lad. The patient was reportedly taking asa and plavix from the time of the index procedure until this event; however, the investigator listed a possible cause of this event as "poor compliance with medication". The patient was successfully treated with balloon angioplasty and IV eptifibatide. The investigator reported this event to be "definitely related" to the study device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.